Manufacturer narrative:
Device evaluated by manufacturer:examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was) along with a watchman delivery system (wds). The wds was locked inside the was as received. Blood was on the device as received. The wds was removed from the was during analysis. The hub, valve, shaft, and tip were examined. Inspection of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient as placed under local anesthesia instead of general anesthesia when the procedure was performed. A watchman ® laa closure device & delivery system (wds) was inserted through a watchman® access system (was). The was deep seated in the laa. During the procedure, the physician thought the positon of the first deployment was inappropriate. At the time he tried to fully recapture the closure; he observed the patient slightly moved. Contrast was injected into the laa and proved that a perforation had occurred, which led to a pericardial effusion which may have been caused by direct impact from the tines of the closure device. The closure device was immediately fully recaptured. The patient was under observation for 40 minutes and he was stable without cardiac tamponade. The patients¿ blood pressure and blood oxygen were both ok. However, the physician thought the patient should have an open cardiac surgery. After the open cardiac surgery, the patient was stable without any complications.

Manufacturer narrative:
It was initially reported that the returned product consisted of the watchman access system (was) along with a watchman delivery system (wds) with no implant. This was an error because the event stated that the closure device was recaptured. We have now received the correct wds. However, the was not returned for analysis. (B)(4).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient as placed under local anesthesia instead of general anesthesia when the procedure was performed. A watchman ® laa closure device & delivery system (wds) was inserted through a watchman® access system (was). The was deep seated in the laa. During the procedure, the physician thought the positon of the first deployment was inappropriate. At the time he tried to fully recapture the closure; he observed the patient slightly moved. Contrast was injected into the laa and proved that a perforation had occurred, which led to a pericardial effusion which may have been caused by direct impact from the tines of the closure device. The closure device was immediately fully recaptured. The patient was under observation for 40 minutes and he was stable without cardiac tamponade. The patients¿ blood pressure and blood oxygen were both ok. However, the physician thought the patient should have an open cardiac surgery. After the open cardiac surgery, the patient was stable without any complications.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2017-06487. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient as placed under local anesthesia instead of general anesthesia when the procedure was performed. A watchman ® laa closure device & delivery system (wds) was inserted through a watchman® access system (was). The was was deep seated in the laa. During the procedure, the physician thought the positon of the first deployment was inappropriate. At the time he tried to fully recapture the closure; he observed the patient slightly moved. Contrast was injected into the laa and proved that a perforation had occurred, which led to a pericardial effusion which may have been caused by direct impact from the tines of the closure device. The closure device was immediately fully recaptured. The patient was under observation for 40 minutes and he was stable without cardiac tamponade. The patients¿ blood pressure and blood oxygen were both ok. However, the physician thought the patient should have an open cardiac surgery. After the open cardiac surgery, the patient was stable without any complications.